Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The device was explanted and replaced with an implantable cardioverter defibrillator (ICD). It was also reported that a left ventricular (lv) lead and right ventricular (rv) pacing lead, which were y-adapted, were not capturing. Fluoroscopy revealed that the lv lead had moved out of the cardiac vein and was located in the area of the coronary sinus ostium. The rv pacing lead was still in its original location but would only pace the atrium and not the ventricle. In the course of removing the two leads, the right atrial (ra) lead and right ventricular (rv) defibrillation leads became dislodged and were subsequently explanted and replaced. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No patient complications have been reported as a result of this event.